Event description:
While placing a 2.5 x 5 arterial line, while placing the wire, into the vessel, the wire seemed to unwind and become thin and hair like. A new kit was opened and the arterial line was placed successfully but did require a second attempt.